Event description:
It was reported that this right ventricular (rv) lead showed a gradual rise in pacing impedances over the past year and is high, out of range. A lead safety switch (lss) was triggered but no episodes with noise were recorded. The rv lead remains in service. No adverse patient effects were reported.